Event description:
The complainant reports an under-delivery. It was reported that the intended delivery rate was 60ml per hour with 1000 ml hung, and the pump delivered 40 ml per hour.

Manufacturer narrative:
(B) (4): the testing and investigation results indicate the complaint of under delivery was confirmed with a stuttering motor.